Event description:
Healthcare professional (hcp) reported a patient was injected with [unspecified] juvéderm® re-using of the syringe. Approximately a year and a half later, patient developed severe inflammation and nodules. Treatment was provided but not specified.

Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Additional information provided it was the initial use of the syringe. Patient was injected with 3 syringes of juvéderm® voluma¿ with lidocaine in the cheeks, nasolabial, and cheekbone (bilaterally). Two weeks later, patient was injected again with 3 syringes of juvéderm® voluma¿ with lidocaine into chin, marionette lines, and corner of the mouth. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00124 (allergan complaint #pr 2724621). This MDR is being submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.

Event description:
Additionally, hcp reported a patient was injected with 3 syringes of juvéderm® voluma¿ with lidocaine in the cheeks, nasolabial and bilateral cheekbone. Two months later, patient developed swelling increased and induration appeared. Patient had a dental treatment and received antibiotics. Approximately a month later, patient presented with extreme swelling and strong induration in the following areas: cheeks, marionette lines and corner of the mouth. Patient was treated with 2 ml of hyalase. A week later, swelling in the lower facial area has subsided by 60 % and patient was treated again with 2 ml of hyalase.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.